Manufacturer narrative:
H.6. Investigation summary: received a 22ga nexiva unit consisting of a fully disengaged needle-grip-shield assembly and a catheter-assembly extension set assembly along with a piece of top web packaging from lot: 9105657. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: traces of blood residue were observed throughout the components of the unit. Evidence of adhesive remnants were found between the tip shield and the adapter. After manipulating the assembly (by force) the adapter detached from the tip shield additional evidence of adhesive remains supplemented the findings. Adhesive was present on the surface adapter (septum port) and inside the tip shield cavity. Note: the pictures received revealed the same 22ga unit. Observations are similar to those of the physical sample. Conclusion(s): manufacturing: although a definite source that triggered the incorrect placement of the adhesive (which caused the adapter to bond to the tip shield) could not be determined, the cause is manufacturing related. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Visual (pass-fail) inspections for ¿adhesive present on adapter¿ are performed during the set up and in process samples in accordance with qcnva-17 and qcnva-18. Visual (pass-fail) inspection for ¿correct assembly and proper retraction¿ including ¿decouple, damage, missing components and visual defects¿ are performed during the set up and in process samples in accordance with qcnva-19. H3 other text.

Event description:
It was reported that during use of bd nexiva¿ closed IV catheter system after the catheter was placed the health care professional could not remove the needle. Foreign complaint the following information was provided by the initial reporter. Translated from japanese to english: after catheter placement, hcp couldn't remove the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of bd nexiva¿ closed IV catheter system after the catheter was placed the health care professional could not remove the needle. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: after catheter placement, hcp couldn't remove the needle.